Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but no image was shown during the procedure. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed a kink in the sheath assembly and the imaging window was detached near the lapjoint section. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.